Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. It was reported to philips that the system gave a tube focus error with edges of images were not clear, so user cannot operate guidewire smoothly. The philips field service engineer (fse) inspected the system onsite and upon functional testing, the fse reviewed logs file and checked the live images but unable to found image quality issue. After functional checks, the fse confirmed that the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The fse was unable to confirm the image quality issue during functional checks and determined that the system was in good working condition. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a tube focus error, with an unclear image, stopping the procedure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. It was reported to philips that the system gave a tube focus error with edges of images were not clear, so user cannot operate guidewire smoothly. The philips field service engineer (fse) inspected the system onsite and upon functional testing, the fse reviewed logs file and checked the live images but unable to found image quality issue. After functional checks, the fse confirmed that the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The fse was unable to confirm the image quality issue during functional checks and determined that the system was in good working condition. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The manufacture date, reporting institution name and the reporting address line 1 have been updated.